Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the fenestrated bipolar forceps had broken wires. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: there was no harm to the patient and no fragment fell into the patient. The procedure was completed with a replacement instrument. The incident resulted in a procedure delay of less than 15 minutes.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.